Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and the visual summary analysis of the lead indicated damage at implant. The analyst also noted: there is a medtronic danvers guidewire stuck in the lead distal tip (appears distal tip of guidewire is bent back on itself).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was positioned but the stylet could not be removed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.